Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found a dark residue occlusion in the dispensing holes of the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving infumorph (20 mg/ml, 8.4 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that at refill, the hcp interrogated the pump and saw the clinician programmer indicated the pump still showed 19 ml of drug in the reservoir; the expected volume was 11 ml. The patient had no recent falls, was not feeling under or overdose symptoms, and was feeling fine. The patient status was "alive - no injury." A full system replacement was performed (B)(6) 2018. They started off by doing a catheter aspiration port (cap) aspiration but were unable to aspirate. They then removed the pump connector and tried to aspirate, but were unable to. They cut the catheter up to the collet and tried to aspirate, but were not able to. The hcp decided to replace the full system. The hospital had the pump, but when the rep had it returned to her, she would be sending the pump and catheter to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. The return paperwork indicated the reason for catheter removal was a break/tear/hole and occlusion, and there was a loss of therapy. The pump seemed to not have been delivering drug. No further complications were reported.